Event description:
The customer reported to olympus, at the beginning of the diagnostic bronchoscopy, there was an e315 unsupported scope error code on two different evis exera iii bronchovideoscopes causing a 30 to 45 minute procedural delay while the patient was under anesthesia. The scope image was not displayed, only color bars. When the e315 error code is not there, sometimes an e402 error code appears instead. The error occurs when the devices are connected to the light source and video system center. The procedure was completed with another scope. The device was inspected before use. The condition of the patient was not impacted and the outcome of the procedure was not affected. There was no reported patient harm. Related patient identifiers: (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)).(B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii xenon light source (clv-190 / sn: (B)(6)). (B)(6) evis exera iii video system center (cv-190 / sn:(B)(6)). This medwatch is for patient identifier: (B)(6).